Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it is likely that due to a malfunction of the cable, the image was not displayed because the video communication was disrupted to the server. Cable failure may be due to user handling. A review of the instruction manual identifies the following verbiage, which may have prevented the phenomenon: do not coil the camera cable with a diameter of less than 20 centimeters. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it iscoiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable.the camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the cameracable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the user report. No image appeared due to a faulty cable unit. This event is under investigation. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported there was no image with the 4k camera head during preparation for use. No patient involvement or impact to patient care was reported for this event.